Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 420 mg/dl. Customer stated that insulin was not coming out when they tried to deliver a bolus. Customer also stated that insulin was now dropping out of the tubing. Customer was rewind and reload the insulin pump and they getting the same issue. Customer was not using the auto mode. The insulin pump will not be returned for analysis.